Event description:
Allegedly stem was loose, patient had pain when walking, x-ray showed lucent lines around stem.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Return of this product is expected. The device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 3003379990-2006-00051 and 1043534-2006-00071.